Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu board was evaluated and replaced. The system software was reloaded. The system was tested and found to working as intended.